Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision. Description of current symptoms/problem: constant throbbing pain and movement is restricted. On 08/2012 - update from crawfords spreadsheet dated (B)(6) 2011: added revision hospital. Asr xl - right hip. Doi: may 5,2004; dor: (B)(6) 2010; right hip. Update mar 09, 2018 additional information received from crawford. Corrected doi, added manufacturing date and complainant name.